Event description:
Operator reported any time he ran the analyzer today, a large leak occurred under the instrument. No one was harmed and no patients were adversely affected due to the leak. The customer determined a split piece of tubing on one of the check valves was the cause and fixed the leak prior to the field service representative calling the account. The field service representative check back with the customer 12/10/08 to verify analyzer was no longer leaking.